Manufacturer narrative:
Device investigation narrative - one 4.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed its breakage. The proximal threads of the anchor have broken off and were not returned for examination. Dimensional assessment is prohibitive due to the anchors condition. Suture has been knotted and cut. The condition of the anchor indicates excessive force was placed on the device during use. Per the device IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. Device returned for evaluation. Date received by manufacturer. Device evaluated by the manufacturer. Evaluation codes updated.

Manufacturer narrative:
(B)(4).

Event description:
Anchor was broken during insertion after waling. It is unknown if there was a backup device available, or if there were any delays. No patient injuries were reported.